Event description:
The physician was angioplastying in the vicinity of the innominate vein with an atb advance balloon catheter. Physician had went up to 2 atm with the balloon when it ruptured. They tried to pull it through the sheath; however, due to the tear the balloon took on a pancaked form and would not go through the sheath. They had to upsize the sheath to 10 french to get it out. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4) no consequences to the pt were reported. (B)(4) balloon rupture is listed in the instructions for use. Product was returned in a used and damaged condition. Balloon burst, compliance, and fatigue verification testing has been completed. The rbp of 12.5 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests (B)(4) balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The returned device was examined with the aid of the engineer for the atb balloon. His comments, "it is very rare for a balloon to burst at 2atm and have a circular type tear. The quality control procedure we have in place does a leak check with the balloon inflated at nominal pressure (in this case 5atm). Because the balloon has already been inflated to a pressure that is higher than the customer failure pressure indicates that other factors may have caused this burst (possibly lesion type, or even environmental factors). In addition, a balloon that has been inflated to such a low pressure will typically retain memory of the folded state and somewhat return to this state. Observations of this catheter in the lab didn't indicate this, but was hard to confirm due to the returned state of the product." The root cause for this complaint will be listed as "inconclusive". We will continue to monitor for similar complaints. No actions are due at this time as the risk does not change with the addition of the quality engineers risk assessment.